Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm was found damaged when the surgeon unpacked it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Auto number: (B)(4). The visual analysis of the device was performed based on a photo image which was provided by the customer. The actual device was not returned. A visual examination of the photo determined that the sterile packaging was opened and the device was removed. The loading device appeared to have been broken, leaving the delivery tube, seal and tension spring assembly exposed. Based on the findings contained in the photo the reported failure "break" is confirmed.

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal system 4.3mm was found damaged when the surgeon unpacked it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.